Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, ab unfired; cartridge condition, ab unfired; cartridge return batch number, a h0048m b h005 and condition of knife. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, yes. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "malformed staples" during surgery. Instrument was returned in sterile unopened blister package and was in good physical condition. Instrument was cycled with returned cartridges, fired, cut and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported the device was used during a l.a.v.h. Procedure. It was reported by the affiliate that the staples were malformed. This caused staple line bleeding. It was also reported that it was difficult to remove the device. There was no pt consequence.